Manufacturer narrative:
Connector pins on handpiece were received wet, causing the handpiece motor to short out. This most likely occurred during the cleaning or sterilization process at customer site.

Event description:
During a gyn resection, when the window lock pushed, the blade moved too fast. Reverse on footswitch shorted out the motor, control unit and shaver. Case could not be completed. The case was completed a week later with no complications.